Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was exhibiting a battery depletion alarm. It was reported the end user replaced the batteries and two hours later the pump alarmed battery depletion again. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).